Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The lead also exhibited noise, oversensing, and loss of capture. A lead fracture was noted. A lead revision would be scheduled. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. If it is returned at a later date, analysis will be performed, and this report will be updated.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The lead also exhibited noise, oversensing, and loss of capture. A lead fracture was noted, and a lead revision would be scheduled. No adverse patient effects were reported. The lead remains in service.